Manufacturer narrative:
No further information was made available from the customer. Neither the needles nor the system were returned for analysis. No investigation of the needles or system is warranted as the reported issue does not imply a failure of galil medical's products. This event represents a known inherent risk of a lung cryoablation procedure and is identified in the labeling as a potential adverse event.

Event description:
A subject enrolled in the solstice study underwent cryoablation of one tumor (right upper lobe - intraparenchymal region) on (B)(6) 2015. Subject was discharged on (B)(6) 2015. There were no reported intra-procedural device complications. On (B)(6) 2015, subject was re-hospitalized for pneumothorax. Chest tube was placed. Subject was discharged on (B)(6) 2015. Galil medical was informed of the sae via a phone call from the research coordinator and principal investigator. Coordinator was informed to complete sae ecrf and collected medical records for review. (B)(6). Needle will not be returned.